Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) lead resulting in inappropriate atrial tachy response (atr) episodes. Additionally, impedance measurements were noted to have sudden drops but still within range. Boston scientific technical services (ts) was consulted and discussed insulation damage as the probable cause of the clinical observations. Further testing was recommended. No adverse patient effects were reported. At this time, this device system remains in service.